Manufacturer narrative:
(B)(4). The main control printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and could not verify the reported complaint. The pcb was placed into a test ventilator, power cycled multiple times and no issues were found. The device was run overnight and no issues were observed. The device was again power cycled multiple times and no issues were found. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4).the customer repair is yet to be completed.

Event description:
It was reported that a ventilator power cycled on and off. There was no patient involvement.